Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm x 3.5mm target lesion was located in moderately tortuous and calcified left anterior descending artery (lad). However, it was found that the stent struts were lifted due to the scratch with the lesion in the proximal end of the lad. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system catheter was returned for analysis. A visual examination of the stent identified stent damage. The stent struts in mid-section of the stent were lifted and pulled from the crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube noted multiple kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination identified tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm x 3.5mm target lesion was located in moderately tortuous and calcified left anterior descending artery (lad). However, it was found that the stent struts were lifted due to the scratch with the lesion in the proximal end of the lad. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable.